Event description:
The customer reported to a baxter corporate product surveillance of two vital hold extension sets had a no flow after the solution bag was spiked. A continu-flo primary set was connected with the extension set. The condition occurred during priming. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and no deviations were found during the manufacture of this lot. The product code reported in this situation is for a kit and it is 510k exempt; however, the component of the kit that malfunctioned was the catheter extension set, which contains a 510k number.